Manufacturer narrative:
The device was not returned to stryker sustainability solutions (sss) for evaluation. A review of the device history record indicates the device met all inspection and test criteria prior to release. Therefore, the most likely root causes for the reported event may be attributed to grasping on to too much or inappropriate tissue types (i.e. Bone), grasping on staples, or tissue/eschar build-up. The reported event will continue to be monitored through post market surveillance. Device being held by facility.

Event description:
It was reported that tissue adhered to the jaws of the device. The tissue had to be cut in order to remove it from the jaws. The tissue was intended to be removed during the procedure. There was no extended procedure time reported. These are commonly used devices that are readily available.